Event description:
The female patient received a 3.0 x 23mm cypher stent in the distal rca and a 2.5 x 18mm cypher stent in the proximal lad. As it was reported by the arts study: the patient was hospitalized earlier in 2006, for a coronary angiography showing on segment 2nd diagonal (90%sten), rca prox (50%sten), and rca mid (60% stenosis)(all timi flow 3). The angiography was performed based on anginal complaints. With this result and a diagnosis of unstable angina class I b, the subject was advised to come back four days later, for a revascularization. During the 2nd hospitalization the subject received elective pci. The 2nd diagonal was revascularized. During this procedure one guiding catheter, one guide wire, one balloon and a cypher stent with delivery system. 90cc total amount of contrast used. Procedure went without complications and subject was discharged the following day.

Manufacturer narrative:
The device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional info will be submitted within thirty days upon receipt.